Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery. Following pre-dilatation, repeat angiography revealed heavy burden of thrombus. Aspiration catheter was introduced and manual aspiration thrombectomy performed. Repeat angiography reveal significant improvement in thrombus burden. A 2.5x23mm xience stent was positioned and deployed without difficulty. Angiography revealed remaining waist as well as remaining stenosis in the more proximal vessel. During an attempt to place a 3.00x15mm xience skypoint in a slight overlapping fashion with the previously placed stent, resistance with the anatomy was felt during advancement. Once positioned adequately at the target lesion, an attempt to deploy the stent was unsuccessful as pressure would not hold when attempting to inflate the balloon. It was suspected that the stent delivery balloon was ruptured; therefore, the entire system was removed without deploying the stent. The procedure was successfully completed with deployment of a 3.0x18mm xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual dimensional, and functional inspection were performed on the returned device. The reported difficult to advance could not be tested as it was based on operational context. The reported material rupture and activation failure including expansion failures were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.